Event description:
It was reported the patient with known atrial undersense presented with intermittent ventricular stimulation. Programming of the device was performed. The patient condition was fine after programming.

Manufacturer narrative:
(B)(4).